Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a occlusion (absence of occlusion alarm) issue. No further information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box showed no activity outside of normal use, no high force is observed; force never reached the ¿occlusion¿ force threshold according the black box. No ¿occlusion¿ alarms were observed. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The pump was exercised for 24 hours with no issues. The display screen was noted to be dim and faded. A test display was attached to the pump and illuminated properly was clearly legible.